Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that when the foot switch was kept stepped on, the cutter did not cut midway, and both sound and vibration became weak during surgery. The condition of aspiration and actuation was unknown. When the foot switch was re- stepped on, the cutter started to cut. The surgery was completed after replacing the product with another one. There was not a foot switch issue. There was no patient impact.

Manufacturer narrative:
No technical inquiries were received from the customer. Five opened probes were received, with a tip protector, in a tray. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. Needle was broken off at stiffener area. No functional testing could be performed due to the probe needle broken condition. No wear assessment could be performed due to the probe needle broken condition. Sample 2: the sample was visually inspected and found to be nonconforming with clear foreign material on the port face, inside port and on welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all tests. No abnormal sound or vibration observed. Diaphragm, spacer, and o-rings are all intact and conforming. Sample 3: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. No abnormal sound or vibration observed. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge, bend area and several other areas on the inner cutter. Sample 4: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. No abnormal sound or vibration observed. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area, cutting edge and several locations along the inner cutter. Sample 5: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. No abnormal sound or vibration observed. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge, bend area and several other areas on the inner cutter. Excessive adhesive at cutter/coupling bond joint. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation was unable to confirm the reported cut failure and abnormal sound and vibration of sample 1 probe due to probe needle broken condition. How and when the probe needle became broken cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The complaint evaluation does not confirm that sample 2 probe had a cut failure and does not show abnormal sound or vibration. The complaint evaluation confirms that sample 4 probe had a cut failure. The evaluation does not show abnormal sound or vibration. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. The complaint evaluation confirms the sample 3 and 5 probe had a cut failure. The evaluation does not show abnormal sound or vibration. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as no abnormal sound or vibration was observed on sample 2-5, exact root cause of cut failure of sample 3 and 5 could not be determined and it appears that the observed cut failure of sample 4 was due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).